Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following a cataract extraction with an intraocular lens (iol) implant procedure, the eye was not clear everything had a blur to it. Patient had the eye lasered about 6 months ago and it did not improve. In order to have clear vision, patient needed to wear prescribed glasses. Additional information was requested, but no further information is available.